Manufacturer narrative:
Per tandem¿s user guide: ¿do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing.¿ per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing due to the customer disconnecting the infusion set tubing from the cartridge tubing. Customer's blood glucose was 500 mg/dl. Reportedly, customer primed the tubing to address the event.